Event description:
Information received from the field notes that the patient was seen for a follow-up after complaining of palpitations while lying on his left side. X-rays showed that the lead had dislodged and was in the lower right atrium. During an attempt to reposition, the lead was inadvertently removed from the patient.